Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received along with two guidewires. A visual examination of the returned device identified a complete balloon circumferential tear in the balloon and a break in the shaft. The circumferential tear in the balloon was located at 1.8cm distal to the proximal touch-up. A microscopic examination of the balloon material could not identify any issues which could potentially have contributed to the tear. An examination of the shaft identified that break had occurred in the shaft at 3cm distal to the proximal touch-up. The break is consistent with excessive tensile force having been applied to the shaft. There was clear evidence of stretching at the break site. The distal section of the shaft break was positioned on one of the returned guidewires and was severely stretched down. As a result of the shaft being stretched down, one of the markerbands was free moving on the guidewire. It was noted that the tip section of the device and the distal section of the balloon tear was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02076. It was reported that balloon rupture and shaft break occurred. Vascular access was obtained via jugular vein. The occluded target lesion was located within a previously implanted wallstent in the iliac vein. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced and, during the first inflation, the balloon ruptured. Upon removal, some resistance was noted. The shaft of the balloon catheter appeared broken with the distal end of the catheter, still on the guidewire inside the patient. The physician advanced a 10f sheath over the wire and was able to retrieve the device fragment by removing both devices as one unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2015-02076. It was reported that balloon rupture and shaft break occurred. Vascular access was obtained via jugular vein. The occluded target lesion was located within a previously implanted wallstent in the iliac vein. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced and, during the first inflation, the balloon ruptured. Upon removal, some resistance was noted. The shaft of the balloon catheter appeared broken with the distal end of the catheter, still on the guidewire inside the patient. The physician advanced a 10f sheath over the wire and was able to retrieve the device fragment by removing both devices as one unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.